Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02109. It was reported the patient had a csf leak during procedure on (B)(6) 2018. The patient experienced headaches, dizziness, and nausea. As a result, the patient was on medication every 4 hours and drinking lots of fluids. The physician is addressing the issue.